Event description:
It was reported that catheter entrapment and guide wire break occurred. The target lesion was located in the tortuous and non calcified right coronary artery. After a 190cm samurai guide wire was crossed the lesion, a 8mm x 2.50mm nc quantum apex was advanced for post-dilation. However, it was noted that the guide wire became stuck with the balloon catheter. The wire and the balloon were removed together. Then the physician and scrub tech tried to removed the balloon from the wire out side the patient's body but it could not removed even great force was apply, after several attempt the wire basically broke at some point in the monorail segment of the balloon where it was stuck and started to unravel. The procedure was completed with a marvel guide wire. No patient complications nor injuries were reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 11:16 am CT. The report number is being corrected from: 2134265-2018-64271 to: 2134265-2018-62658.

Event description:
It was reported that catheter entrapment and guide wire break occurred. The target lesion was located in the tortuous and non calcified right coronary artery. After a 190cm samurai guide wire was crossed the lesion, a 8mm x 2.50mm nc quantum apex was advanced for post-dilation. However, it was noted that the guide wire became stuck with the balloon catheter. The wire and the balloon were removed together. Then the physician and scrub tech tried to removed the balloon from the wire out side the patient's body but it could not removed even great force was apply, after several attempt the wire basically broke at some point in the monorail segment of the balloon where it was stuck and started to unravel. The procedure was completed with a marvel guide wire. No patient complications nor injuries were reported. Device evaluated by MFR: examination of the returned product showed that the distal part of the guide wire was severed and that severed portion remained inside the balloon catheter. More specifically, the core was several at about 7mm from the distal tip, and starting at 40mm from the distal tip towards the distal end, the coil was stretched (about 60mm) and severed. The severed portion remaining inside the balloon catheter penetrated the catheter from the inside. Since the tip of the severed wire was visible form the distal opening of the balloon catheter, it was inferred that no portion of the core is missing. In addition, as a result of inspection of the catheter, it was found that kinking was made at more than one point and the wire severed portions were found inside the catheter within 235mm from the distal tip.